Manufacturer narrative:
We received one single dpt without any attached components for examination. The reported event of pressure issue was not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was also stable during an output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt unit during a pressure test. No visible damage was observed from the dpt unit. Lot number was not provided, therefore review of the manufacturing records could not be completed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the clinician, a patient under heavy sedation was being monitored with a dpt set and the pressure value displayed was 138/112. The patient was placed on medications for the high blood pressure (loxen and eupressyl). After shift change, the new nurse zeroed the dpt set and the pressure displayed was 61/34, which was confirmed by non-invasive blood pressure cuff. The medications were discontinued and the patient was given norepinephrine and fluids to treat the low blood pressure. The dpt set was also exchanged. There was no consequence for the patient.